Manufacturer narrative:
Product analysis: visual and optical evaluation of the ibt balloon revealed a sharp cut at the balloon, disallowing inflation. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, after inflation of the inflatable bone tamp (ibt), the balloon ruptured while the balloon was indwelt in the patient and the cement was being prepared. The balloon ruptured at 80psi. Because the inflation was already finished, a spare ibt was not needed and cement insertion was performed after removing the ibt. No fragment of the ruptured balloon remained inside the patient. The patient was not allergic to the contrast media; and no patient complications were reported. The doctor believes that the rupture might have occurred due to the effects of bone spicule.